Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 10 closed samples for analysis. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.118 kgf in average and 0.093 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.113 kgf in average and 0.083 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that, there was separation of the needle from the thread at the junction. 4 boxes of c3095829 lot : 120375, 120015, 120324, 119505 are affected. We have just received the complaints from the end customer. But have been going on for several months. No patient injury. Hospital couldn't provide us with patient information and type of operation. Because the problem with optilene caused several occasions and lasted for month but we have received the information about occasions just now. Related cases: 3003639970-2023-00222 3003639970-2023-00224 3003639970-2023-00225 no further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing one of the needles (reference with double needle) detached from the thread (the thread is not wound on the pack). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.113 kgf in average and 0.083 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum) final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.